Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer received assistance from technical support to reset the pump, and the malfunction did not recur. Customer was advised to call back if the issue arises again and was able to continue using the pump.